Event description:
Device use had ceased and the bovie had been moved to the side when a small fire was noted at the cord connection (esu connector). The flame was immediately extinguished by personnel present in the room. This device is not a conmed product.

Manufacturer narrative:
This device is not a conmed product. Suspect device and all supporting documentation returned to elisabeth walker. A medwatch report was filed to the FDA by the initial reporter. Medwatch report incorrectly states conmed electrosurgery being the MFR.